Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of incident. The insulin pump had low battery issue which was not resolved even after putting new batteries. The insulin pump will not be returned for analysis.